Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a laser assisted flap procedure, the patient had a small tissue bridge at 5 o'clock. The surgeon was able to scour and get through cleanly. The procedure was completed with no patient harm. No additional information available.

Manufacturer narrative:
An incomplete side cut may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute or cause an incomplete side cut. A software upgrade has been planned to minimize the frequency of potential incomplete side cuts caused by the identified system issue. Although the system-related issue has been identified as a possible cause or contributing factor to incomplete side cuts or side cut tags, it cannot be determined conclusively whether the system issue contributed to this reported event. No technical services were reportedly requested or performed for this event. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).